Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to d4.: [inadvertently missed the unique device identifier (UDI)]. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, no video output, due to faulty printed circuit (dp) board was confirmed. However, the cause of failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when a worn-out video connector latch was found to be causing poor contact with the pig tails. Additionally, the evaluation found the device software was version 3.01 and required update to version 3.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite video system center had no image during preparation for use and a similar device was used to complete the procedure. The patient was not under anesthesia during the time of the event, therefore there was no patient involvement nor medical intervention.